Manufacturer narrative:
A ge service rep performed an on site investigation. The transformer was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a system shut down situation. This was resolved by rebooting the system. There are no reports of pt injury or death associated with this event.